Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed for having reached an eri battery status after 73.4 months of implant.